Manufacturer narrative:
The event of cellulitis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: "pain, tender to touch, cellulitis, radiating." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "pain, tender to touch, cellulitis, radiating" and "leaking fluid from where her drain was". Device has been explanted. This record is for an unknown side.